Event description:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 19, 2024.